Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their brio ipg replaced because the ipg was inoperable. Therapy was reportedly restored postoperatively.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-01934. Should not have been reported as a medical device report (MDR) after additional information received indicated the physician elected to replace the device due to the age. Patient did not experience a loss of therapy.